Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that there was leakage from the catheter. The cause of the leak is unk. The customer also states that there is a void on the radiopaque line. There was pt involvement.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.